Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out-of-range pacing impedance measurements. A lead fracture was suspected but could not be visually confirmed via radiological imaging. Surgical intervention was performed and the lead was abandoned. A new rv lead was successfully implanted. Besides surgical intervention, no additional adverse patient effects were reported.